Manufacturer narrative:
The end user reported while sitting in the power wheelchair watching television, the end user fell asleep and fell out of the power wheelchair. The end user was not wearing the seat belt. Hoveround's owner's manual warns "to reduce the chance of serious injury or death from tip-over, collision with obstacles, loss of control, or falling from the power wheelchair, keep yourself properly positioned in the seat: keep your seat belt fastened, and always use the seat belt."

Event description:
While sitting in the power wheelchair watching television and not wearing the seat belt, the end user fell asleep and fell out of the power wheelchair.